Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# v971421, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A consumer reported their complete system was removed due to wires breaking off. The cause of the wires breaking was unknown. There were no falls or trauma. The patient did have an infection in their head and they were on antibiotics for that. The patient also had a needle "shoved" into their right arm muscle. If the patient had known they were diabetic, they may not have gotten the implant. No cause, troubleshooting or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #6000153-2016-00228, 6000153-2016-00229, and 6000153-2016-00230.